Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
It was reported that telemetry confirmed an empty reservoir volume alarm. The low reservoir alarm occurred 3 weeks prior to the report and then the empty reservoir alarm occurred on the day of the report. The pump was not going to be refilled on the day of the report but the hcp wanted to change the programming to get the stop the empty pump alarm. The hcp changed the reservoir volume and programmed the pump to minimum rate mode. The pump was infusing clonidine and morphine (unknown).